Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient's implantable cardioverter defibrillator battery showed 1 year left before depletion in (B)(6) 2020. Then in (B)(6) 2021 the device had reached end of service. The physician suspected potential premature depletion of the battery. The device was explanted and replaced, and the patient was in stable condition.